Event description:
It was reported that patient underwent a bilateral total hip arthroplasty on an unknown date. Subsequently patient was revised on an unknown side on (B)(6) 2010 due to unknown reasons. The modular head and liner were removed and replaced. Patient was further revised on the right side on (B)(6) 2015 due to a peri-prosthetic bone fracture caused by a patient fall. The femoral stem was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2001, and a right total hip arthroplasty on an unknown date. Subsequently, the patient underwent a right revision procedure on (B)(6) 2010 due to unknown reasons. The modular head and liner were removed and replaced. The patient was further revised on the right side on (B)(6) 2015 due to a peri-prosthetic bone fracture caused by a patient fall. The femoral stem was removed and replaced. No left hip revision has been reported.